Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of foreign matter with lot 5268739 regarding item #382544. Device history has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that foreign matter was on a needle. Debris on tip of needle.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.